Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that plaque prolapse occurred. Promus premier¿ drug-eluting stents were implanted. However, plaque prolapse was noted with the implanted stents. Dilatation with a balloon was performed to resolve the plaque prolapse and the procedure was completed. No further patient complications were reported.